Manufacturer narrative:
The user reported that they went to see a doctor due to concerns about high glucose values displayed by the sensor. No additional information was provided regarding a diagnosis, the date of the event, or how the user was feeling at the time. No example glucose values were provided, and the user did not provide their glucose alert settings. Multiple attempts were made to contact the user for additional information; however, the user remained unresponsive. As a result, it could not be confirmed whether the user received a high glucose alert or the timing of the event. It is unknown whether the user received any treatment from the doctor, whether a hospital visit occurred, or whether the user's treating healthcare provider is aware of the event. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported that they went to see a doctor due to concerns about high glucose values displayed by the sensor. No additional information was provided regarding a diagnosis, the date of the event, or how the user was feeling at the time. No example glucose values were provided, and the user did not provide their glucose alert settings. Multiple attempts were made to contact the user for additional information; however, the user remained unresponsive. As a result, it could not be confirmed whether the user received a high glucose alert or the timing of the event. It is unknown whether the user received any treatment from the doctor, whether a hospital visit occurred, or whether the user's treating healthcare provider is aware of the event. Per dms review, the user is currently using the system with up-to-date information.